Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. This event occurred 1000 times. The following information was provided by the initial reporter: "gel bubble in sst."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel. This event occurred 1000 times. The following information was provided by the initial reporter: "gel bubble in sst".